Event description:
Caller states that she obtained a reading of 247mg/dl prior to dinner and took 6 units of novolog (2 more than normal) as a result. She reports that aprox 2 hours later her device read 16 and that she "bottomed out." She reports waking up sweaty and drank kool aid and ate ice cream in response to her symptoms. She retested approx 10 minutes later and reports a reading of 65mg/dl. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.